Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not able to send a transmission from their device. Follow up indicated no transmissions had been sent. The device is still in use. No patient complications have been reported as a result of this event.